Event description:
The target lesion was the mid right coronary artery (rca). The vessel was a calcified lesion. Aha/acc classification of the vessel was type c. The lesion length was about 40mm and vessel diameter was 3.4mm. The procedure was an emergency case, due to ami. Pre-dilatation was conducted with a 3.0 x 15mm balloon at 8 atm. Inflation time was unknown. A 3.5 x 23mm cypher (lot number i0706071) was implanted at 16 atm for 40 seconds. A 3.5 x 18mm cypher (lot number i0606113) was implanted at 16 atm for 40 seconds proximal to the 1st cypher overlapping it. Post-dilation was conducted with a 3.5 x 18mm balloon at 16 atm for 30 seconds. Ivus was conducted. Timi flow before the procedure was 0 and 3 after the procedure. The residual % of stenosis was 0%. Act was measured (438) at post pci. Twelve days later, the patient had an abnormal egc, while hospitalized. Coronary angiography was conducted and thrombus was observed at the proximal edge of the 3.5 x 18mm cypher stent. To treat the thrombus, aspiration was conducted. Then thrombolytic agent (t) was administered. Physician's comment: the cause of the thrombotic event was because the patient had many risk factors (hypertension, lipid metabolism abnormality and diabetes).

Manufacturer narrative:
This device is distributed outside the united states; however it is similar to the united states product. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.